Event description:
The customer reported that this defib had a defib failure with error 1000. The defib failure with error 1000 is obvious to the user as an on-screen message during use or during the required shift checks outlined in the user's guide. There was no report of pt involvement.